Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the difficult positioning due to anatomy was the result of a combination of patient anatomy and procedural conditions. The reported difficult leaflet grasping was the result of the difficult positioning. A conclusive cause for the reported tissue damage cannot be determined. The patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported delayed additional therapy / non-surgical procedure is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and delay. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of a steerable guide catheter (sgc 00204uc35), the rotating hemostatic valve (rhv) cap was inadvertently turned in the open direction, instead of in the closed direction and the rhv cap became detached. The rhv cap could not be re-attached; and therefore, the sgc was not used in the patient. The procedure continued with a new sgc (00312u111). The new sgc was advanced to the mitral valve; however, the physician stated that it felt as if the sgc had a bent in the catheter. An ntw clip (002104u115) was then advanced to the mitral valve, but an appropriate trajectory for clip placement could not be obtained and both leaflets could not be grasped due to an aorta hugger and the bent in the sgc. The ntw clip was removed, and an xtw clip (00219u178) was advanced to the mitral valve; however, there was also difficulty achieving an appropriate trajectory for clip placement and grasping with the clip was difficult. The clip ultimately grasped both leaflets and the clip was deployed, but then a new flail chord was observed which resulted in a clinically significant delay. Another xtw clip was attempted to further reduce mr; however, there was difficult obtaining an appropriate trajectory for clip placement. Additional treatment was not performed for the additional flail. Two clips were implanted, reducing mr to 1-2. No additional information was provided.